Event description:
It was reported that patient reported pain in early (B)(6) 2022 when the patient came in for a post op visit. Patient returned one week later where the #27 implant was evaluated. The site was opened and the doctor found infection and a large bony defect. Inflammation and pain are symptoms also reported. The implant was removed and the site was fully debrided.

Manufacturer narrative:
Zimvie dental complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.